Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a failed battery test and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer received a failed battery test and the screen remained blank. The customer stated that she put in a new battery and the pump was dead. The customer was advised that (B)(6) aaa alkaline batteries are the most effective for the pump's use. The customer was advised that if alarm is not cleared, failed battery alarm will recur with each new battery inserted. The customer will be sent a replacement battery cap.